Manufacturer narrative:
The reported event of inability to disconnect lead was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination noted set screw marks on the surface of the connector pin. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was unable to be disconnected from the device. The rv lead was cut, capped and replaced during the procedure to resolve the event. The patient was stable.